Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08735 inches. Unit alarmed properly low battery at 1.22 volts. No unexpected low battery, off no power or power loss alarms were noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump loose power without warning. The customer's blood glucose value was unknown. Customer states this was the second occurrence of off no power without a low battery warning. Customer reported the pump was not dropped. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.